Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2017. The original surgery is dated (B)(6) 2014. The revision surgery occurred because of instability. During the revision, the original size 3 x 12mm tibial insert and retaining bolt were revised to a size 3 x 14mm tibial insert and retaining bolt, the size 3 tibial baseplate was revised to a size 3 modular baseplate, and the original 29mm x 8mm patella was revised to a 32mm x 10mm patella. In addition to the revisions, a modular offset stem, two tibial augments, 1 augment bolt and 1 augment peg were implanted.